Event description:
Clinical study. It was reported that following a percutaneous coronary intervention (pci) stenting treatment procedure the patient experienced in stent restenosis and heart failure. The index procedure treated the 80% stenosed 2.5x10mm target lesion located in the mid left anterior descending (lad) artery. Treatment consisted of pre-dilation and placement of a 2.5x12mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. The 4 year follow-up report indicated continuous asa use only. On day 1657 the patient was admitted to the hospital for a sudden onset of shortness of breath. He was treated with lasix and oxygen and his condition improved. An emergency room echocardiogram showed a 50% ejection fraction with apical hypokinesis. The patient had severe aortic insufficiency and severe mitral regurgitation heart failure. Vegetation on his aortic valve is unchanged and there is possible vegetation on his posterior mitral leaflet as well. The patient was seen for a cardiology consult. Due to his other medical conditions he was started on antibiotic therapy and other medications. Possible surgical treatment for his aortic insufficiency, mitral regurgitation and tricuspid regurgitation with native valve endocarditis was discussed. On day 1666 cardiac catheterization showed: right; dominant, lmcs; patent, mid lad; 95% restenosis of target lesion, mid circumflex; 30% stenosis, mid rca; 80% stenosis. On day 1670, the patient underwent CABG x 2 surgery to the mid lad and the mid rca that revealed a 95% and 80% stenosis respectively. The patient also had aortic valve replacement, mitral valve repair, tricuspid valve repair, and left atrial appendage ligation. The event is ongoing.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure, and is noted within the dfu.